Event description:
Hcp reported the patient presented with a loss of pain control and complaining of nausea. Patient was given oral analgesics and was also seen in the emergency room and given injections. A dye study showed a fractured catheter. It was explanted and replaced. The patient is reported to be doing fine. Has good pain relief with a lower medication dosage.